Event description:
The customer reported the device failed to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. No patient involvement was reported. The customer tried a different battery and ac module but the device still failed to power up. The device was evaluated at philips where the symptom could not be verified. The device passed all testing, no related errors were noted in the logs. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The device remains at the customer's site.